Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented for a routine device change-out due to normal eri, noise was observed. The lead was capped and replaced on (B)(6) 2016. The procedure was completed successfully without adverse consequences to the patient.